Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative called the customer and the customer reported that he experienced low blood glucose of 43 mg/dl the first day he used the insulin pump. The customer stated he was able to treat with carbs and blood glucose level went up to normal. The customer went to trainer, and the trainer made some adjustments to the settings and stated that his blood glucose levels have been much better since then. No troubleshooting performed.